Manufacturer narrative:
Further investigation of the returned device has been completed, and based on the evaluation, the clinical observation was confirmed to be a break in the solitaire strut. The fracture surface was then sent out for scanning electron microscopy (sem) analysis which found the thickness of the broken strut to be within specification. No other anomalies were observed. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. It is possible that the ¿stenosis proximal to the thrombus site¿ may have contributed to the ¿resistance during retrieval¿; subsequently causing the stent device strut to become broken. However, the cause for resistance could not be determined. Per the solitaire 2 IFU (instructions for use): ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿

Manufacturer narrative:
The solitaire 2 stent device (model: srd2-6-30 lot: a315563) was returned for analysis. The introducer sheath and micro catheter were not returned. No issues were found with the pushwire or marker coil. Visual inspection showed no irregularities with the proximal marker area of the device. The teardrop strut was found to be broken at the proximal end near the keyway. In addition, there appears to be a narrowing at the proximal ends of the teardrop struts. Surface scratches were found on the broken teardrop strut. The stent middle working length and working length were found to be in good condition. No issues were found with the distal finger markers. No other anomalies were observed. Per the solitaire 2 instructions for use (IFU): - warning: if excessive resistance is encountered during the delivery of the solitaire¿ 2 revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire¿ 2 revascularization device against resistance may result in device damage and/or patient injury.

Event description:
Medtronic received information that there was no welding between 2 branches and the proximal marker. The procedure was completed with another solitaire device. The patient is okay. The patient was receiving thrombectomy treatment in the basilar trunk with the solitaire device. There was no damage observed when the solitaire was removed from the package. The device was prepared per the IFU and continuous flush was administered. There was no reported resistance advancing the solitaire through the microcatheter. The issue was observed after the first pass. There was no separation issue reported. The device was returned for analysis in a contradictory condition to the reported event. The teardrop strut was found to be broken at the proximal end near the keyway.